Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter does not work anymore. Customer indicated that they have been using serters for years, but the one they have stopped working. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the issue cannot be resolved and the customer was advised that the device would be replaced and to return the product for analysis. No further details provided. High blood glucose troubleshooting was not performed.